Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a cataract surgery with intraocular lens (iol) implant procedure, the iol was removed after the patient developed inflammation that required treatment. Additional information was provided indicating that the patient claimed to have discomfort at first, then later the doctor diagnosed the patient with inflammation. The patient was treated with eye drop medication, then had a vitrectomy and was implanted with a competitor's iol.

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned for evaluation. The lens was returned in a surgical gauze. Solution and blood are dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).